Manufacturer narrative:
H6 & d10 the device was returned for investigation. Investigation results indicate that the fracture of the tip is likely the result of inadequate irrigation. The handpiece IFU associated with this device contains the following warning: " always provide adequate irrigation to the tip." The quality investigation is complete

Event description:
It was reported that the tip broke at the cutting end during a meningioma tumor surgery. It was also reported that the surgeon was able to safely remove the broken piece. It was further reported that there was a 5 minute delay as a result of this event. It was also reported there were no adverse consequences and the procedure was completed successfully using a replacement tip.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the tip broke at the cutting end during a meningioma tumor surgery. It was also reported that the surgeon was able to safely remove the broken piece. It was further reported that there was a 5 minute delay as a result of this event. It was also reported there were no adverse consequences and the procedure was completed successfully using a replacement tip.